Event description:
Event description boston scientific, crm received information that oversensing on the rate sense portion of this right ventricular (rv) defibrillation lead resulted in intermittent pacing inhibition and missed beats. As a result, the rate sense portion of the lead was capped and a new rv pacing lead was implanted and connected to the rate sense portion of the device. Brady and dft testing were successfully performed with this new lead, confirming appropriate function. This patient is pacer dependent.